Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
Additional information: the associated complaint device was not returned. The clinical/medical team concluded this complaint was reported by the patient, stating that a journey knee revision was performed 3 years post implantation. Patient stated that the insert was "eroding and created plastic disease behind the knee." There are no part numbers, radiographs or clinical/medical records provided for review. There have been 3 unsuccessful attempts to obtain this information. Due to the lack of relevant information, a clinical assessment cannot be performed. Without the actual product involved and/or device information, a manufacturing review cannot be performed and our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.